Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies and associated implantable transvenous defibrillation lead exhibited rising shocking lead impedance measurements, from 39 ohms at implant to 50, 70, 100 and up to 119 ohms.